Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but a photo was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for hub breakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photo, the customer¿s indicated failure mode for hub breakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that the bd blood collection assembly with male luer lock broke during use. The following information was provided by the initial reporter: I received a complaint this morning regarding mbc still breaking, this lot # has never been brought up in any of the communications.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd blood collection assembly with male luer lock broke during use. The following information was provided by the initial reporter: I received a complaint this morning regarding mbc still breaking, this lot # has never been brought up in any of the communications.